Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that there was a call service 052 alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow up #2 02/22/2017. Device evaluation: the pump has been returned to animas and evaluated on 02/03/2017 with the following findings: the pump¿s alarm history showed multiple call service 052 alarms. The pump powered on to a blank display screen. The alleged issue could not be fully investigated.

Manufacturer narrative:
Follow-up #1 date of submission 12/14/2016 ¿ correction to serial #.